Event description:
It was reported that upon release of a transcatheter valve, the valve dislodged. Subsequently, a second delivery catheter system (dcs) was used. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was detached from the dcs when the valve dislodged. Subsequently, a second valve was implanted. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged towards the aorta. Additionally, a medtronic (confida) guidewire was used during the procedure. Additional information was received that prior to valve dislodgement, the valve was implanted in a cusp overlap position, with a depth of 3 mm relative to the non-coronary cusp (ncc). When the valve shifted, it moved towards the ascending aorta. Per the physician, the guidewire did not contribute to the dislodgement.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was detached from the dcs when the valve dislodged. Subsequently, a second valve was implanted. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged towards the aorta. Additionally, a medtronic guidewire was used during the procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012710777); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon release of a transcatheter valve, the valve dislodged. Subsequently, a second delivery catheter system (dcs) was used.